Event description:
It was reported during a colectomy, at an unknown time, the tx60g was fired but staples did not form. The surgeon had not used the device before. 1/25/97 the rep reported on 11/21/97 the case was completed by hand sewing the anastomosis.

Manufacturer narrative:
Device returned with no lot identification. The product analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: anvil pocket condition, good; cartridge batch number, j00g7k; cartridge condition, good; cartridge positioned properly, yes; closure trigger position, open; driver condition, good; firing trigger position, open; handle shroud condition, good; hook/anvil condition, good; proper cartridge, yes; retaining pin condition, good; retaining pin condition, good and staples pin condition, no. Functional tests & results: cartridge lockout functional, yes; cartridge rear cap present, yes; closure stroke functional, yes; firing trigger lockout functional, yes; instrument cylced, yes; proper cartridge guide, yes; release button condition, good; staples fire properly, yes; staples form properly, yes; test cartridge form properly, yes; test cartridge batch number, k48779 and trigger release condtion, good. Analysis conclusion: based upon the inquiry info received and the visual and the functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was fired with a reload cartridge and it fired and formed all the stpales as designed with no difficulties noted. There were no anomalies noted for missing staples. The reported incident could not be recreated. Mfg and engineering have been notified of the reported incident.